Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: first procedure was performed by a senior surgeon on (B)(6) 2016, due to sigma diverticulitis, different surgery, converted to open, difficult healing process, creeping insufficiency of anastomosis, treated with clips. On (B)(6) 2016: rectum resection, anastomosis at 5-6 cm above dentate line, planned protective ileostoma, donuts were ok, leakage test (air) ok. On (B)(6) 2016 the anastomosis was insufficient resulting in the need forendo-vac drain therapy. Would the surgeon be interested in speaking with ethicon medical and engineering personnel: (B)(6) speaking support is available for this conversation.

Event description:
It was reported that the anastomosis was incomplete. More information will follow. The device problem occurred after use on the patient. One device was disposed of.